Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms even after multiple infusion set site changes. The customer's blood glucose level was 218mg/dl. A pump system check was performed and the pump performed as intended. No damage to the cannula was observed. Reportedly, the pump is kept inside a case inside the customer's pocket. Tandem technical support explained how temperature changes may attribute to occlusion alarms. The customer stated they would monitor their pump supplies.